Manufacturer narrative:
Adverse event (ae) assessment: ae assessor received the information available by email for further investigation of the case. The patient handed the v-go devices to the trainer and one of the needles poked outside of her finger/knuckle. The patient using v-go told the trainer he thought he had pressed in the needle release button on both devices, but when the trainer looked at the device, the needle button looked bent over. Both the trainer and the patient had needle stick profiles performed, and they were waiting for results. The trainer confirmed the narrative above and noted that for the device that caused the needle stick, the patient had removed v-go, pressed the needle release button, but then reactivated the needle button by forcing it down into the housing. The trainer stated that she thinks the patient bent the needle intentionally after it was reactivated to see how far it could bend during use. The trainer said the patient was probably not aware of the risk when he handed her the used v-go device in question. It was reported that it seemed the patient had tampered with the device after initial use, which resulted in the needle stick, and the trainer agreed with this. The trainer advised that the needle stick profile was performed for both herself and the patient at the hcp office, and that she was waiting for results. The trainer advised that she was scheduled to have three more blood draws for the event, with tests at 3-6 weeks, 3 months, and 6 months. In summary, the trainer reported the patient had tampered with the v-go device after initial use which resulted in a potential blood borne hazard from an exposed needle.

Event description:
A v-go trainer (not a v-go patient) reported that they were pricked by a used v-go 40 device. The trainer reported that the v-go had no insulin inside. The trainer pricked her left-hand pointer finger and the blood resides underneath her skin. During the initial report, the trainer stated that she is not experiencing any side effects. The device in question is not available for return.